Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer experienced an alarm with consecutive cartridges, though no similar alarms had previously been reported with this pump serial number. Technical support confirmed the cartridge alarm and decided to replace the pump. Customer will continue to use current pump.